Event description:
It was reported the patient received an alert for possible output circuit damage from (B)(6) 2011. After reviewing the electrograms, it appeared to be a false alarm due to electro-magnetic interference (emi). Recommendations were made to re download device software. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.